Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -9.5/1.5/082 (sphere/cylinder/axis) diopter, into the patients left eye (os) on (B)(6) 2023. The lens was exchanged with a shorter length lens on (B)(6) 2024 due to excessive vault. This resolved the problem. The cause of event is unknown.